Event description:
The consumer states while transferring into their wheel chair, their clothing allegedly got caught on the joystick, causing the chair to drive forward. User claims that hospitalization was required.